Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of event was unknown. It was not reported whether the pt was hospitalized for the event. The patient was treated with inj (injection) amikacin, 250 mg, ip-intraperitoneally, ¿od¿; inj fortum, 1gm, ip, ¿od¿ and inj heparin sos (si opus sit ¿ as needed). On an unreported date, the pt's effluent fluid was clear. At the time of this report, the peritonitis was resolved, and the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.